Event description:
It was reported that patient presented with increasing pain in right hip along with elevated metal ion levels approximately 8 years post implantation. Two weeks later patient underwent aspiration, which produced fluid that led the surgeon to believe patient was experiencing metallosis. About 6 days later patient presented again with dislocation. Revision surgery was then preformed approximately 1 month later. During the surgery the bearing and femoral head components were removed and replaced along with some necrotic tissue. In addition to severe pain in right hip, patient also suffered and continues to suffer from migraines, tinnitus, alopecia, inability to read, difficulty driving, and inability to work. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of operative notes confirming the patient underwent a revision. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient presented with increasing pain in right hip approximately 8 years post implantation. Two weeks later patient underwent aspiration, which produced fluid that led the surgeon to believe patient was experiencing metallosis. About 6 days later patient presented again with dislocation. Revision surgery was then preformed approximately 1 month later. During the surgery the bearing and femoral head components were removed and replaced along with some necrotic tissue. In addition to severe pain in right hip, patient also suffered and continues to suffer from migraines, tinnitus, alopecia, inability to read, difficulty driving, and inability to work. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: us157852, m2a magnum cup, 479000; 139252, m2a magnum taper insert, 347560; 11-103205, taperloc femoral stem, 443600. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient presented with increasing pain in right hip approximately 8 years post implantation. Two weeks later patient underwent aspiration, which produced fluid that led the surgeon to believe patient was experiencing metallosis. About 6 days later patient presented again with dislocation. Revision surgery was then performed approximately 1 month later. During the surgery the bearing and femoral head components were removed and replaced along with some necrotic tissue. In addition to severe pain in right hip, patient also suffered and continues to suffer from migraines, tinnitus, alopecia, inability to read, difficulty driving, and inability to work. Attempts have been made and additional information on the reported event is unavailable at this time.